Manufacturer narrative:
No investigation of the subjected ventilator was requested on-site. The healthcare facility performs service by themselves, and no report of malfunction has been provided. Provided ventilator logs were reviewed. The report of no tidal volume delivery or etco2 measurements out of range could not be confirmed in the event log. According to the test log, successful pre-use checks were performed prior and after the event. The technical log does not contain any technical error codes to indicate that there was a ventilator malfunction at the time of the event. The conclusion is that there are no indications of ventilator malfunction during the ventilation period. The root cause of the reported event has not been determined.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that, for reasons not documented, the patient required manual ventilation. When staff attempted to reconnect the patient to the ventilator, no tidal volumes or etco2 readings were displayed on the user interface. A replacement ventilator was set up and used. The patient experienced no harm. Manufacturer's ref #: (B)(4).